Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Approximately 1 (one) month later a type 1a endoloeak was identified. Endologix medical review board reviewed the pre and post op cts. The pre op findings were a significant juxta angle and that the average measurement called for a 29mm main body. Post op findings were that the sealing rings located were approximately 27mm below the lowest renal. Per the diameter at that point a 34mm main body would be required. A type ia endoleak was identified as well as type ii endoleaks from two pairs of lumbars at different points. Re-intervention was recommended. The patient is being monitored.

Manufacturer narrative:
Based on the description of the event and provided medical records, clinical assessment confirmed the reported events of the type ia endoleak and multiple type ii endoleaks at the lumbars. The root cause for the type ia endoleak is most likely the oversizing of the aortic body and the off label juxtarenal angle. Per the instructions for use the juxtarenal angle should be less than or equal to 60 degrees. The type ii endoleaks are most anatomy related. Procedure related harms for this complaint could not be determined. The final patient status was not reported. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Results codes - 3233 removed, correction. Conclusion codes - 11 removed, correction.